Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
During a surgical procedure, there was an issue with a standard 36mm glenosphere not securely tightening onto the baseplate, causing it to spin. After multiple attempts, a second glenosphere of the same size was successfully implanted. The problematic glenosphere has been identified with catalog number dwj012 and lot number ag2744024. The surgical delay was 5 minutes. A replacement baseplate was used and worked properly.

Manufacturer narrative:
The reported event was not confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received device(glenosphere) when inspected visually looks in good condition and shows no signs of damage. Moreover, the functional inspection was done by assembling the glenosphere with the sample baseplate and it was observed the baseplate stays fixed to the glenosphere after tightening. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labelling did not indicate any abnormalities. More detailed information about the complaint event must be available in order to determine the exact root cause of the complaint event. If any further information is provided, the complaint report will be updated.

Event description:
During a surgical procedure, there was an issue with a standard 36mm glenosphere not securely tightening onto the baseplate, causing it to spin. After multiple attempts, a second glenosphere of the same size was successfully implanted. The problematic glenosphere has been identified with catalog number dwj012 and lot number ag2744024. The surgical delay was 5 minutes. A replacement baseplate was used and worked properly.